Event description:
Information alleged that when the brake was engaged, the stretcher would still move. No injury reported.

Manufacturer narrative:
Technician located the stretcher in emergency room. Found that when the brake was applied, the stretcher would still move. Replaced brake and brake casters to resolve this issue.